Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Product was provided for evaluation but was unable to be investigated due to compromised components of returned product .confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.